Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20090253.

Event description:
It was reported that the patients leads had high impedances and the patient experienced overstimulation and change in stimulation due to position despite the reprogramming done. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6) the returned lead was analyzed. The complaint was confirmed. It was confirmed the cable was kinked and two cables were fractured at a location near the retention sleeve. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the retention sleeve resulting in the cable fractures, which caused the reported patients experience. Sc-2218-70 (sn: (B)(6) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients leads had high impedances and the patient experienced overstimulation and change in stimulation due to position despite the reprogramming done. The patient underwent a lead replacement procedure and was doing well postoperatively.